Manufacturer narrative:
Analysis not required due to expired sensors.

Event description:
Customer reported he experienced a severe low blood glucose event at work. Customer stated his boss had to drive him home. Blood glucose value was 42 mg/dl. Customer was going to be meeting with the doctor. Customer stated he wanted to start using the sensor again because he does not check his bg that often but he noticed they are expired. Customer declined to troubleshoot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.